Manufacturer narrative:
Plant investigation: the cycler was not returned; a physical investigation was not performed. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is not confirmed.

Event description:
It was reported that a fluid leak occurred during a treatment that was done on the cycler for training purposes and evidence based practice. There cycler door was wet when cassette was removed. Evidence based practiced performed concluded the cycler was putting a hole in the cassette. No patient involvement. The new cycler has been received and the old cycler returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred during a treatment that was done on the cycler for training purposes and evidence based practice. There cycler door was wet when cassette was removed. Evidence based practiced performed concluded the cycler was putting a hole in the cassette. No patient involvement. The new cycler has been received and the old cycler returned.